Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittent. The cause for the failure was isolated to a defective rear response button. The rear response button cable was cut. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.